Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2014; 693565 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that two months prior the patient had presented with diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed and it was resolved. The patient presented again with diaphragmatic stimulation. Reprogramming was performed and it was resolved. The lead remains in use. No patient complications have been reported as a result of this event.